Event description:
The manufacturer received information alleging a bipap vision shut down and alarmed while in patient use, refer to mw 5039827. The patient's blood oxygen saturation decreased and the patient was manually ventilated. The reported information indicated the patient appeared to be doing well and was not in distress. The device was evaluated by a third party service center. The reporting facility confirmed the dcs pca caused a ventilator inoperative condition. The dcs pca was replaced to address the issue.